Event description:
A customer reported that their AED was prompting a service code. The battery and pads are not expired. They did not report that this event occurred during patient use. Analysis of the log files from the AED identified multiple self-test failures which requires further analysis. The AED was requested to be returned so that it could be evaluated and tested. To date the AED has not been returned and the cause is not known. Should additional information become available a follow-up MDR shall be submitted. To date the AED has not been returned and the cause is not known. Should additional information become available a follow-up MDR shall be submitted.

Manufacturer narrative:
A customer reported that their AED was prompting a service code. The battery and pads are not expired. They did not report that this event occurred during patient use. Analysis of the log files from the AED identified multiple self-test failures which requires further analysis. The AED was requested to be returned so that it could be evaluated and tested. To date the AED has not been returned and the cause is not known. No additional information is available at this time to further investigate the event. Should additional information become available a follow-up MDR shall be submitted. The IFU states: although the ddu series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. Improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. .